Event description:
"Diagnostics performed, (found occluded catheter connector)." The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.